Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through the implant patient registry, it was learned that a patient with a 29mm 7300tfx mitral valve, implanted for seven (7) months, was explanted due to recurrent endocarditis, vegetations, and pvl leak. The explanted device was replaced with another 29mm 7300tfx valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a patient with a 29mm 7300tfx mitral valve, implanted for seven (7) months, was explanted due to pvl leak. The explanted device was replaced with another 29mm 7300tfx valve. Per the medical records, the patient presented with nyha class ii and was found to have mitral insufficiency and suspected recurrent bacterial endocarditis. The patient underwent a redo sternotomy. The valve was removed and replaced with a 29mm 7300tfx valve. Echo showed new valve well seated. The patient was transferred to the cvicu in stable condition. On pod #6, the patient was discharged home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.